Event description:
During a pt treatment, the tip of a flexiguide needle catheter separated from the catheter, and remained inside the pt when the catheter was removed. The physician chose to leave the tiny piece of sterile plastic inside the pt, rather than subject the pt to further trauma in a recovery attempt. The reporter of the incident indicated that it was not unusual for the tips of these needles to break off, but that it usually happened before the needle achieved tissue penetration.